Event description:
This is the third of three reports (same pt, same incident, different products). This report is in regards to the monitor adapt cable, icp, hp merlin series (icp39). The hospital was having difficulty attempting to synchronize the cam01 to a philips bedside monitor. The integra clinical educator spoke to the staff nurse who reported the cam01 was reading an icp of 13 mmhg, but the bedside monitor was showing 32mmhg. The nurse was unable to rectify the discrepancy by following the cal steps from 0 through 200. The bedside monitor constantly read much higher than the cam01. The device was in contact with the pt. There was no pt injury or death alleged and there was no info about the surgery delay. The integra clinical educator advised that she would organize to visit on (B)(6) 2014 to check with the medical staff and for the time being continue to use the cam01 only for pt obs and remind the ICU team to remember to calculate cpp as the cam01 was not communicating with the bedside monitor. The integra clinical educator sent an electronic copy of the cal step procedure by email immediately to the customer, but this still did not help in rectifying the issue. The user facility is very experienced camino users (greater than 12 years) so the clinical educator felt it would be appropriate to asked a tech service engineer to visit too. The integra technician was able to come and had reported that it appeared that there may be an issue with the phillips bedside calibration range. The integra technician has suggested that the monitor be returned to integra to check the output once monitoring of the pt was discontinued. A 2nd monitor was made available for the integra technician to check in the picu and this behaved in an identical way so he was suspicious that it was likely the philips system that needed to be reviewed by the (B)(4) field service engineer. Additional info received on 08/26/2014 from the integra clinical educator: this was not a complaint related to clinical concerns. The hospital noted what appeared to be a communication "difficulty" between the cam01 and bedside monitor. The nurse reported that the reading they observed on the cam01 reflected the pt's condition in correlation to their other observations. Info regarding the pt's age and gender, lot/serial number of the pmio cable and icp39, pt's underlying medical condition were not available. Icp monitoring with the camino products started 24 hrs prior to the hospital contacting the integra clinical educator on (B)(6) 2014. Pt monitoring was continued despite the discrepancy. Icp readings from the camino monitor was followed. Date monitoring was discontinued and pt outcome were not available. The hospital was advised to return the monitor/ cables following discontinuation of monitoring.

Manufacturer narrative:
Integra has completed their internal investigation on (B)(4) 2014. The investigation included: methods: eval of actual device; review of complaint history. Results: eval of complaint related device: an integra technician went to the user facility and had the following observations: after checking all the connections between the cam01 and the pt monitor, the cam01 and monitor were zeroed and the readings were observe: the "0" settings were both the same, however, when "20" or any of the cal. Values were selected, the pt monitor gave a reading of at least twice that of the cam01 and the actual icp from the pt was the same. This indicated that the problem was with the philips pt monitor. To test this, a multiparameter monitor (mpm) returned that day from the integra service center was connected to another bed station with the same systems and the same results were present. It was concluded by the integra technician that the problem was with the setup/ software of the philips monitor and not a fault on the icp monitor(s) since the same outcome with two different icp monitors on two bed stations would rule out a defective icp monitor. It was recommended by the integra technician to the user facility to return the monitor to the integra service center for further testing. To date, the device has not been returned to integra. No serial number for the device was provided, therefore DHR review could not be performed. A review of complaints history within the last 12 months revealed one other complaint. Conclusion: the reported failure could not be confirmed. No fault was found with the integra device. Integra considers this complaint closed. Future incidents of this nature will be documented for recurrence and trending purposes.